Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due having increased charging time and also wanted magnetic resonance imaging (MRI) capabilities. The implantable pulse generator (ipg) was replaced. Electrocautery was used. The patient was stable post operation and doing great. The facility kept the device and will not be releasing it back for further analysis.